Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that an alert was detected for cardiac resynchronization therapy pacing of less than 85 percent. Pacing was 42 percent. Technical services reviewed the presenting electrogram (egm) and it showed the left ventricular (lv) lead was sensing something and inhibiting lv pacing. It appeared the lv markers lined up with the end of the atrial activity. Technical services discussed troubleshooting and programming options. It was noted the patient has a history of pulling on the lead, so it was possible the lead was dislodged. It was suggested to perform a x-ray to confirm lead location. The patient has been scheduled for follow-up within the near future. The device system has since been changed to provide pacing only in the right ventricle. Additional information was received that the patient twiddled the cardiac resynchronization therapy defibrillator (crt-d) resulting in lv lead dislodgement. The decision was made to explant and replace this crt-d and associated lv lead. No additional adverse patient effects were reported.